Manufacturer narrative:
Corrected data: three of the device 60-6085-201a were used in this case. Manufacturer narrative: the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 56 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). IFU (B)(4) advises the user that to avoid potential injury to the uterine wall or expulsion of the device from the uterus, do not underinflate the uterine balloon. Inflation with 7 to 10cc of air is recommended to compensate for injected air trapped in the dead space of the pilot balloon and inflation tube. Do not exceed 10cc. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, was being used during a lap hysterectomy on (B)(6) 2020 when it was reported that an issue occurred while removing the uterus using the vcare device. After the balloon had been inflated with 10mls of air the balloon had disintegrated into small pieces. The pieces of the balloon had to be removed from the patient before the procedure could be completed. All pieces were removed. There was no report of patient impact. There was no report of medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.